Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was moderate tortuosity and moderate calcification in the vessels. It was reported that the stent graft was placed lower than intended. Upon final angiogram revealed a type I endoleak. The physician elected to place an aneurx aortic cuff and the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Inherent risk of procedure (endoleak). Incorrect technique/procedure (graft was inaccurately delivered by the user). Conclusion: device failure related to user handling (graft was inaccurately delivered by the user). Secondary intervention performed.